Event description:
Complainant alleged that during training by facility staff, the clinician pressed analyze. Device appropriately advised shock. When charged to the target energy of 200 joules, the energy was unintentionally discharged internally while a "low batt" message was displayed. The complainant indicated that they were unable to reproduce the internal discharge problem, although the "low batt" message appeared periodically. There was no pt involvement during the reported malfunction.